Event description:
It was reported malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as backup therapy while a replacement pump was arranged by the customer technical support (cts). The device was confirmed to be under warranty, and the customer was instructed to return the faulty pump using a prepaid label.